Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description and service report. Ventilator¿s log files were not provided. Our field service engineer (fse) was on site for further investigation. The reported issue could not been reproduced. No parts were found faulty and the ventilator passed several pre-use checks. Since the issue could not been reproduced, the root cause of the reported problem could not be determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator unintentionally went into standby mode during ventilation. There was no patient harm reported. Manufacturer's ref. #: (B)(4).